Event description:
It was reported by service report that the bed exit is not working. Side rail labels reportedly need to be replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bed exit.